Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 08jul2019. The customer reported that replacing the touch screen corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the touchscreen or the user interface (ui) printed circuit board (pcb). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen would not calibrate. The device was not in clinical use at the time the issue was discovered.